Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported the lead moved. The patient felt the leads may have moved after bending over on march 1st. The patient noted they forgot he the lead wires and bent over. The patient stated stimulation was felt in the rectal area before bending over and after bending over he stated it was in his back area near the lead insertion point. The patient was advised to contact the healthcare professional (hcp). The issue was not resolved at the time of the report. The patient was listed as alive with no injury at the time of report. The indication for use is unknown. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.